Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to diabetic related event on unknown date with unknown blood glucose level. It was reported that insulin pump passed self-test and all other settings were retained. The insulin pump will not be returned for analysis.